Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient required revision surgery for a hematoma. One (1) unknown locking screw, one (1) unknown trauma screw, and one (1) unknown rod were removed from the patient. The patient was revised with larger unknown matrix screws and unknown tpal cage. There is no further information available. This report is for one (1) unk screws: trauma. This is report 2 of 3 for (B)(4).